Event description:
It has been reported to philips that the system did not start. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (fse) connected remotely with the customer and confirmed that the system could not be powered on. Logfile analysis identified the voltage error that resulted into system not powering on. The customer performed a cold restart to resolve the issue. The cause of the voltage error is unknown. After that, the system was returned in good working condition and was ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that there may be instances in which the system fails to power on as expected despite following the appropriate steps as outline in the IFU. There may be any number of reasons for failure of the system to power on prior to starting a procedure. The IFU recommends performing a cold restart (switching power off and then on again) every day to keep system quality at an acceptable level. Performing a cold restart is likely to restore system functionality, thus allowing the patient to be brought to the room for the procedure to proceed. A situation in which the system will not turn on as expected, but the issue is then resolved by utilizing the design mitigations provided by the device (warm restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.